Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report of a cuff deflating while patient was intubated. The customer discarded the tube. There was no information in the report regarding any required intervention. There was no patient harm reported.